Manufacturer narrative:
Upon confirmation received from the reporter the " lens was noted to be deformed when removed from container, no patient contact". Based on the information received there is no device contact with the patient. Therefore, this event does not meet reporting criteria for malfunction reporting. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that intraocular lens was noted to be deformed when removed from container. There was no patient contact with the device.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of deformed intraocular lens. Additional information was requested.